Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient experienced recurring incontinence. A surgical procedure was performed to replace the system. There were no further patient complications.